Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: service needed. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for sensor hardware failure. Device displayed no alarms or failures during infusion testing. Visual inspection of the device found that the fva pins and the loading pins had a slight drag. The device was opened to inspect for internal damage. No internal damage was identified. The fva pins, loading pins and their respective channels were cleaned using alcohol. The device will be sent to the test line for full functional testing.